Manufacturer narrative:
Updated: additional information was received indicating that the reported issue was found during routine testing.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no disposable alarm message. Visual inspection and functional check testing were performed. Investigation unable to repeat customer's reported problem. Visually inspected the pump's event history logs and showed "no disposable" alarm message during investigation. Further investigation found fluid ingressions on the pump. According to the investigation, the "double beep no cassette" issue was caused by the fluid ingression. Investigator's recommended the pump downstream occlusion sensor to be replaced. The investigation confirmed that the problem source of the reported problem was user interface (customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump).

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep no cassette". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.